Event description:
During a transfemoral tavr procedure, post deployment the 26mm sapien xt valve position was too aortic with 2+ paravalvular leak (pvl) and a second xt valve was implanted. 23 x 4 bav balloon prepped in standard fashion. Bav performed without complication. The xt valve was crimped on nf+ delivery system in standard fashion and nominal prep (22 cc). The site uses biplane technology, which gives them 2 fair coplanar views instead of one good one. Also, they prefer to position the valve in an 80:20 aortic position. The xt valve was aligned approx 80:20, ventilations were not held (conscious sedation), there was good pacer capture (with no loss of capture during deployment). The valve shifted slightly aortic during deployment. This, in combination with a sub-par coplanar angle, resulted in 100% aortic placement. The patient had 2+ aortic insufficiency (pvl) apparent on aortogram. Site requested a second 26mm xt valve to be prepped. Second 26mm valve was prepped on second nf+ delivery system in standard fashion, with nominal volume (22cc). The valve was advanced into patient and aligned approximately 1/2 cell to 1 cell ventricular to the first valve (resulting in approx 80:20 aortic position to native valve). Ventilations were not held during deployment, there was good pacer capture and the second valve was deployed slightly ventricular to first valve. Final position of second valve was approx 80:20 aortic to native valve. Aortic root shot following second valve placement showed trace aortic insufficiency. The patient remained hemodynamically stable throughout the procedure. The aortic annulus diameter measured 21x29 mm. The coaxial alignment of the delivery system and valve with respect of the native annulus was fair. The patient had a baseline ejection fraction of 60%.

Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, it appears that procedural factors (i.e. Improper positioning before deployment, fair imaging intensifier angle and coaxial alignment of the delivery system) in combination with patient factors (i.e. Preserved ejection fraction of 60%) may have caused or contributed to the too aortic post deployment valve position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.